Manufacturer narrative:
No report of patient involvement. Unique device identifier - (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue.

Event description:
The hospital reported that the caster on the cart is broken. There was no report of patient involvement.